Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawer 4 was jammed and was not opening. A field service engineer (fse) found the slides were damaged so replaced the half height drawer but still the drawer was not detected. The field service engineer checked the module board and found two capacitors were damaged and replaced module board to resolve the issue. The field engineer also performed a proactive inspection process. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.